Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, no output was observed from the replacement pulse generator. X-ray imaging showed no abnormalities. The device was removed and replaced at that time. Pacing resumed with the new device and the procedure was completed.